Event description:
Per communication from cnss (B)(6), cleo tubing was stuck and would not slide open. Lot number 4227729, the pt did not miss any therapy. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; reported to (B)(6) by health professional.